Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower rectum resection, the surgeon was able to press the green button and squeeze the handle but the stapler fired. The device were replaced with other brands of products. There was no patient injury.